Manufacturer narrative:
During troubleshoot with the olympus technical support engineer via telephone, the customer stated that this only happens when they use the electro surgical unit (esu). Customer noted that he changed the cabling in the room and attempted several other trouble-shooting options to eliminate the problem but those were ultimately unsuccessful. He also went on to confirm that he believes the scopes are not the issue as they work properly in other rooms. Additionally, the customer stated that he moved the esus to another room to test, and they functioned properly there. The customer then stated that this event has occurred with other units besides the subject device for this case. Limited information was provided by the customer as this time an olympus field service engineer for a facility visit to aid in the trouble-shooting process. The investigation is ongoing, however, if additional information becomes available, a supplemental report will be filed.

Event description:
The technical support engineer was informed by the customer that the evis exera iii video system center was reportedly experiencing an intermittent image in different rooms during an unspecified event. No patient injury or harm was reported as a result of the event. Additional details relating to the event(s) have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial report. Upon further review, the legal manufacturer has confirmed the correct model number for the suspect device is clv-190 (evis exera iii xenon light source). Additionally, the legal manufacturer determined the reported intermittent image malfunction for this light source to be non-reportable as there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.